Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Event description:
Customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 111 mg/dl at the time of incident. The customer stated that the reservoir ring was damaged. Customer stated that the reservoir ring does lock in place when inserted in the insulin pump. Customer stated that the insulin pump was not dropped or bumped. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.